Event description:
Customer reported that they received the low reservoir alert, however never received the no delivery alarm when the reservoir was empty. Customer's current blood glucose reading is 133 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.